Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was recommended for replacement to resolve the issue. Patient information could not be obtained due to country privacy laws.  Date of device manufacture year is 2008. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of manual ventilation during a case. There was no patient injury.